Event description:
On 03/27/2008, curlin medical, inc. Was served with a lawsuit by patient alleging that in 2005 and 2006, pain management "pain pumps" using a tubing/catheter set, inserted into the patient's shoulder joint, post-arthroscopic surgery, and with continuous infusion and identified local anesthetic resulted in narrowing of the joint space and/or chondrolysis. Specifically, the patient alleged that the product labeling for the pain pump was inadequate in that it did not adequately warn about the safety of the device; that continuous joint space may cause serious and permanent injury to the joint cartilage; that the labeling did not specifically identify anesthetic medications that could be safely and effectively used in the shoulder joint space; and that the pain pump delivered, over time, dangerously high doses of medication directly into shoulder tissue.

Manufacturer narrative:
A review of curlin's complaint database revealed no corresponding complaint for this lawsuit. Curlin medical cannot confirm the basis of this complaint. Significant time has passed between the event and the allegation of a product defect. No product is available for investigation. Curlin medical believes that its products do not lead to narrowing of the joint space and/or chondrolysis when used according to the product's labeling and directions for use.